Manufacturer narrative:
Analysis found the battery was depleted. The device was tested on the automated test system with a new battery. No anomalies were found. The device was tested in a temperature cycle chamber and in a temperature humidity test chamber. The device's current measurements were normal.the battery was returned to the vendor for destructive analysis. The vendor reported that the battery had an internal anomaly; this resulted in the low voltage e experienced in the field.

Event description:
It was reported that the battery depleted prematurely.

Event description:
It was reported that during a stereotactic breast biopsy procedure, the device was unable to get core samples. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.